Event description:
The customer reported a fluid leak of approximately 5ml from the white blood cell (wbc) bath on a coulter lh 750 hematology analyzer while running the startup background test. The leak was contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer also reported that the wbc and hemoglobin (hgb) parameters were failing the background test during startup. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/17/2015. The fse found that the wbc bath and aperture were loose, causing the leak and the wbc and hgb failures on startup. The wbc bath and aperture assembly holds the wbc dilution for mixing and for collection data for wbcs. The fse tightened the wbc aperture housing and reseated the wbc bath and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).